Manufacturer narrative:
(B)(4). Date sent: 7/24/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For both firings did the surgeon allow for the distal anvil and cartridge bump to make contact with each other with no extraneous tissue between the jaws distal to the cut line of the device? Does the surgeon believe that the miso appendix and stump were compressible to 1.0 millimeter? Did the surgeon wait 15 seconds prior to firing? Were any staple malformations noted in either surgical procedure? What is meant by "miso appendix folder upon itself"? Was the complete miso appendix able to be positioned comfortably proximal to the black cut line on the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during (appendectomy) the surgeon fired the staple across the base of the appendix, he fired again across the miso appendix, however miso folded upon itself. The staple line looks dry upon inspection after 2-3 min after firing. The patient has to be taken back to the surgery room due to bleeding along the medial staple line.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2025. Additional information was requested and the following was obtained: for both firings did the surgeon allow for the distal anvil and cartridge bump to make contact with each other with no extraneous tissue between the jaws distal to the cut line of the device? Yes does the surgeon believe that the miso appendix and stump were compressible to 1.0 millimeter? Yes. Did the surgeon wait 15 seconds prior to firing? Waited about 30 seconds while explaining the process to the resident were any staple malformations noted in either surgical procedure? No. What is meant by "miso appendix folder upon itself"? The miso had folded over and had to be taken all together was the complete miso appendix able to be positioned comfortably proximal to the black cut line on the device? -yes.